Manufacturer narrative:
MDR 3003442380-2024- 01128 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient that within the last two days, two infusion sets cannula were bent. Symptoms were noticed within three hours of insertion and sets were inserted in abdomen and hip. The patient stated that the site areas are close to her pant area, and it may be getting nudged while she is moving around at work. The infusion set was in use for an hour to a couple of hours. Customer's blood glucose at time of issue was noticed as 180-230s mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.